Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported patient effect of tissue damage appears to be due to procedural circumstances. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted fragile leaflets. An xtr clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, mr did not reduce, and the physician suspected that the leaflet became damaged. Therefore, the xtr cds was removed with the clip attached, and the procedure continued with a smaller size clip. An ntr clip was advanced to the mitral valve, and the clip grasped the leaflets fine, but mr did not reduce. A decision was made not deploy the ntr clip due to the physician was concerned that an implanted clip may cause more injury to the leaflets in the future. The injured leaflet was not treated, and the procedure was aborted. No clips were implanted, and mr is 4+. There was no reported clinically significant delay in the procedure. No additional information was provided.